Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Review of the remote transmission revealed that the pacemaker (pm) was in automatic mode switch (ams) and was causing undersensing. Programming changes were made. The patient was in stable condition.